Event description:
A purchasing agent reported that an intraocular lens (iol) was removed and replaced during the initial surgical procedure due to a haptic folding issue. The surgeon reported that an enlargement of the incision was required to exchange the iol. In a f/u, the surgeon reported the pt was taken back to surgery the next day to remove retained viscoelastic that was used during the initial procedure to assist with the iol exchange. The outcome of event was reported as resolved by the surgeon. This is one of two medical device reports being filed for this event; this report is for the iol.

Manufacturer narrative:
The product was returned for analysis. Product damage was identified. One haptic was bent in the gusset area and broken just past the bend (not returned). The remaining haptic was bent in the distal region. The anterior optic surface was scratched and the optic was torn or split in the haptic insertion area of the broken haptic. The returned lens folded and unfolded with no abnormalities observed. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not mfg related. Add'l info was requested on 04/24/2009, 06/03/2009, and 06/04/2009 by phone, fax and mail. A completed questionaire was received.